Event description:
Routine complaint investigation confirms an incorrect calibration code being obtained. The incorrect calibration code, if used to perform an assay, could result in higher then expected readings. These results under certain conditions, could have adverse clinical effects. No injuries were reported in the field.